Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned sample was inspected microscopically, investigators found that the slit hole was not completely closed. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: the most likely root cause is septum aging from exposure to higher than normal temperatures during transportation or storage. The supplier will be informed to avoid the use of air transportation without the appropriate protection of a thermal insulation layer. All received septums will be stored in a clean room to protect from the change in environment.

Manufacturer narrative:
(B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd intima-ii¿ closed IV catheter system, after the needle was removed. There was no report of exposure, injury or medical intervention.